Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
It was alleged that the infusion device was delivering an inaccurate amount of insulin. The caller reported that around 8:00-9:00 am she obtained a blood glucose result of over 400 mg/dl on her dexcom system. She stated that she also tested her blood glucose on her aviva combo system, and gave herself a bolus. She could not recall the result from her aviva system. The patient experienced elevated blood glucose symptoms of feeling itchy and grouchy. The paramedic's were called around 9:00-10:00 am. The customer could not recall the type of treatment or blood glucose results that were provided by the paramedic's. The patient was transported to the hospital and was admitted into the ICU. The blood glucose results obtained at the hospital were not provided. The hospital treated the patient with an insulin IV. The patient was hospitalized from (B)(6) 2018. The infusion device was requested to be returned for product evaluation.